Manufacturer narrative:
It was initially reported on feb 18, 2016 that the device was ate the skin. Additional clarification on feb 23, 2016 revealed the event was noted during surgery, resulted in a 5-10 minute delay, impacted the graft and caused an additional graft to be taken. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer returned a hose, width plates, and screw driver for evaluation. The device is 18 years old and was serviced one time on nov 4, 2011 since july, 2011. The customer's reported event of the dermatome eating the skin was confirmed. It can be reasonably assumed that the damage noted to the control bar as well as the motor running towards the low end of the motor speed specifications could have led to the reported event. As previously stated, the device had not been serviced for over four years. Therefore a portion of the root cause could be attributed to a lack of preventative maintenance on the device. Devices of this nature should be returned to zimmer biomet surgical on an annual basis for preventative maintenance. Additionally the root cause could be related to general handling damage from the user leading to the damage to the control bar. Repair of the device included replacement of all four width plates, the standard repair parts, motor sleeve, housing, machined head, control bar and neckpiece assembly. The device was repaired, calibrated and tested. The device was returned to the customer. Recommended actions: there are no recommended actions at this time.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: it was initially reported that the device was not cutting a strip down the graft and was not cutting properly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer returned a hose, width plates, and screw driver for evaluation. Quality evaluation on 3/2/2016 revealed the all width plates were of an older style and exhibited over-tightening. There were scratches to the hose. There were nicks to the head, control bar, reciprocating arm, neck and housing shaft. There was also wear to the head and control bar. The master blade, serial number (B)(4), was not flush with the control bar. The device was tested with the test and customer hose under stroboscope (B)(4), and operated within, but at the low end of the motor speed specifications. Functional tests: the repair technician on 3/2/2016 noted via the repair data sheet that prior to and post repair, the device operated within motor speed specifications. The device was outside calibration and side to side specification at the zero thickness setting, but met calibration at all other settings. Post repair analysis revealed corrosion to the internal components. Repair of the device included replacement of all 4 width plates, the standard repair parts, motor sleeve, housing, machined head, control bar, and neckpiece assembly. The device was repaired, calibrated, and tested per procedure. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome "ate the skin." Further information obtained stated that there was impact/damage to the graft harvest; the skin graft was mangled and not usable for the necessary grafting and an additional graft harvest was required. An alternate device was retrieved for use during the surgery with a delay of 5-10 minutes, while the patient was under anesthesia at the time of delay.